Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify and duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not complete its initial boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient involvement in this event.